Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced a signal loss for 3 hours or more. The patient was showing symptoms of hyperglycemia including lightheadedness, nausea, and vomiting. Her smart device showed "signal loss" even when it was within range. She tested manually with fingerpicks and they showed 500 mg/dl. Due to the ongoing "signal loss," the patient reported she wasn't able to treat herself. The husband transported the patient to the hospital. There, she was treated with insulin shots and was admitted for diabetic monitoring. She was discharged the following day on (B)(6) 2023. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was better. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.